Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)') and paralysis ('paralysis state from my upper chest, down to my feet') in an adult female patient who had essure (batch no. 58565- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not underwent essure confirmation test". Concomitant products included valaciclovir hydrochloride since (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), paralysis (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: blurred vision/ come and go") and menstrual disorder ("menstrual abnormalities"). The patient was treated with ibuprofen and methylprednisolone sodium succinate (solumedrol). At the time of the report, the uterine haemorrhage, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache outcome was unknown and the paralysis, vision blurred and menstrual disorder had not resolved. The reporter considered genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, paralysis, uterine haemorrhage, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received- new event blurred vision, paralysis, menstrual abnormalities were added. Treatment drug were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.